Event description:
It was reported the patient experienced a myocardial infarction coincident with automated peritoneal dialysis therapy. On the day of onset, the patient was hospitalized for the event. Treatment for the event was not reported. Dianeal therapy was ongoing. After two days of hospitalization, the patient was discharged. It was not reported if the patient was recovering or was recovered from the event. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Patient was hospitalized on (B)(6) 2015 for hypertension (previously reported as (B)(4) 2015) it was reported that during hospitalization, four liters of fluid were removed from the patient¿s lungs. At the time of this report, the patient was recovering from the events. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.